Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device used in system 2 (lot number 303286, expiration date 10/31/2012). Reference medwatch report with patient (B)(6) for the suspect device used in system 1.

Event description:
Customer reportedly received result of 149 mg/dl on aviva system 1 and result of 75 mg/dl on aviva system 2 within 10 minutes. Low blood glucose symptoms were reported with these results. Customer self-treated with ice cream, a muffin, and juice. Low blood glucose symptoms improved. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.